Event description:
It was reported that approximately seven years post-implantation, the patient underwent a hip revision due to dislocation. The head was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D-10: (B)(6), 28mm dia cocr mod hd - 6mm nk, lot176990. G-2 - japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The reported cup was reviewed for compatibility with the concomitant femoral head and it was determined that the devices are not compatible per surgical technique. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. The root cause is attributed to off-label use (incompatible combination of products). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.